Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the surgeon had difficulty accessing the port. Under fluoroscopy, fluid was seen in the band. The surgeon took a lateral view to identify he had hit port correctly. He was unable to identify any kinks in the band. Due to the inability to adjust the pt, the pt was brought in for diagnostic laparoscopy which showed that the tubing was looped in an adhesion in the upper right quadrant. There may have been a kink in the portion, however, once the pt was relaxed and the abdomen was insufflated, the kink may have resolved on its own. Tonsils were used to turn the actuator ring. All the hooks did not retract, therefore, the surgeon had to carve the port out. A new port was placed. There were no reported pt complications.

Manufacturer narrative:
Info anticipated, but unavailable at this time.